Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided that the device shock configuration was reprogrammed and isolated the proximal coil; the shock impedances from distal coil to can was normal at 45 ohms.

Event description:
Additional information was provided that the latitude red alert noted high shock impedances of greater than 125 ohms. It was noted that the daily measurements showed normal shock impedances up to that time. The patient was brought in to their clinic for further evaluation. It was noted that there was no noise on the shock channel with pocket manipulation; however, there was some reported noise on the shock channel with patient isometrics. Technical services (ts) advised the noise was not significant and all other lead diagnostics were normal. It was further noted that the patient was in atrial fibrillation, thus an atrial pacing threshold was not obtained. The patient reported that earlier that week, they were reaching with their left hand and felt a "twinge" in their body cavity. Ts advised programming options, which resulted in normal shock impedances. Ts discussed a possible loose setscrew or lead fracture.

Event description:
Boston scientific crm received information that the latitude system detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to high shock impedances, exhibited by a non-boston scientific defibrillation lead. The alert was delivered and dismissed by the patient's clinic. To date, there have been no reported adverse patient effects related to this clinical observation.